Event description:
It was reported that the patient experienced inflation issues with a inflatable penile prosthesis (ipp). The physician suspected there was an issue in the pump. A revision surgery was performed in which the physician found a kinked tube. The physician was able to straighten the tubing for the cylinders to inflate. No information was provided about the patient's outcome.